Event description:
Report received from the USA stating the device was "overheating". The device was being used during a procedure. No pt or user injuries were reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. Reliability engineering evaluated the device, and the reported heat was confirmed. The unit exceeded temperature requirements, and also exhibited excessive vibration. The unit was disassembled, and soap and/or saline residue was observed covering the bearings and internal components, likely causing the reported heat. This condition is indicative of improper cleaning of the equipment. If additional information is received, a supplemental report will be sent. (B)(4).